Event description:
On (B)(6) 2013, the following info was reported to kci by the (B)(4) rep: on (B)(6) 2013, the nurse reported that upon removing the granufoam dressing, the pt's wound began to hemorrhage. On an unk date, a blood vessel ligature was performed. The pt's estimated blood loss was 120ml. The pt received four units of packed red blood cells, four units of fresh frozen plasma, and 200ml of albumin. The pt has recovered.

Manufacturer narrative:
V.a.c. Therapy was placed on an abdominal wound dehiscence with no muscular layer on top of the intestine, post gastrointestinal perforation. Per the (B)(4) rep, v.a.c. Therapy pre-user training, and v.a.c. Therapy clinical guideline warnings were provided prior to the application of v.a.c. Therapy. On (B)(6) 2013, the recommended non-adherent dressing material was not applied during the dressing change. This report is being file due to possible user error. Device labeling, available in print and online, states: protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c. Therapy. Always ensure that v.a.c. Foam dressings do not come in contact with vessels or organs. Use of a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bio-engineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The pt should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. With or without using v.a.c. Therapy, certain pts are at high risk of bleeding complications. The following types of pts are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Pts who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for pts who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician.